Event description:
Report 1 of 2: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing. There was no health impact or consequences reported.

Manufacturer narrative:
Report 1 of 2: investigation summary: bd received 3 photos for investigation. Evaluation of the three photos indicated damaged tubing. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 3 devices had holes in the tubing. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional/ corrected information: b5. Describe event or problem: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing. There was no health impact or consequences reported.